Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports when changing the pump, it was noticed that the catheter was leaking just below the molded stain relief on the extension. The customer further reports that betadine was used to clean the skin area prior to insertion. The uvc was not difficult to secure and was secured with suture. The uvc was inserted on (B)(6) 2014 in the umbilical artery. The uvc was in continuous use for bp monitoring and lab draws. Heparin was used to flush the line using a 10cc syringe. Chloraprep was used to clean the device and does not contain alcohol or acetone. The customer reports that they do not know if the tubing was cleaned or just the hub. The uvc was removed on (B)(6) 2014 and was not replaced. The pt is stable.